Event description:
It was reported that during an appendectomy procedure, the device did not fire the staples. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.